Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the mechanical of the spine clamp was damaged. There was no patient involvement. Additional information was received stating that the spine clamp was no longer on site. It seems that the instrument was discarded by the site. Most of the defectives on the spine clamp are that the clamp can no longer be closed once it is fully opened.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.